Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was lower than expected. Customer inquired if the correct basal dose was being delivered. Pump data was reviewed with tandem technical support and basal deliveries/personal profile settings were confirmed to reconcile. Customer indicated that setting would be discussed with health care provider. Customer consumed carbs to elevate bg level as well as four units of insulin to normalize.